Event description:
A 24mm x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The pt has a history of coronary artery bypass graft x 6. It was reported that the pt was very sick and not a canidate for open repair. The diameter of the pt's proximal non-aneurysmal aortic neck was 21mm; and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 16.8cm. There was tight iliac access with moderate calcifications. A 22fr sheath was used and the iliac artery was predilated. It was reported that the black slide ring was fully retracted but the stent graft sheath cover needed to come back 3 more centimeters in order to completely free up the graft. The physician stated that it seemed as though the sheath stretched. When the physician tried to retract the nose cone and runners, the graft began to pull down. Both the 22fr sheath and the graft cover sheath were cut by the physician and removed in order to free up the stent graft. This process caused the stent graft to be pulled down requiring two aortic cuffs to be placed in order to achieve an adequate seal and an iliac leg stent graft was implanted to keep the left internal iliac open. The procedural duration was 3 1/2 hrs and pt lost 1000ml of blood. A final angiogram showed no evidence of an endoleak. There is no add'l info pertaining to this complaint. It is reported that the pt is fine and there is no add'l sequelae related to this event. Returned goods investigation reveals that the graft cover is cut mid length approx 31cm. The inner assembly and runners are exposed. The black slider ring is completely retracted and there are no kinks in the runners. With the slider ring in its forward position, there is a twist 17cm distal from the cheater tube. With the info provided, it is not clear the cause for the deployment difficulty.